Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) checked the power supply and verified that the fan was active, and power was present. The communication sled and cables were inspected and reattached. Upon further diagnosis, the rear controller board was identified as the cause of power loss. The fse replaced the rear and central controller boards. Retractors for auxiliary drawers 2.1 and 2.2 were checked and found to be in good condition. The station powered up properly, and all components were tested and confirmed to be fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.